Event description:
A proactive investigation took place in pakistan in which obtained samples of hernia mesh products were suspected to be diverted or counterfeit from a trader. Photo analysis found the samples observed in the images were not in accordance with the process specifications. The products were not manufactured by ethicon and were not distributed by an authorized affiliate. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: can you please provide the account name? (B)(6). Was the device used on a patient? If so, was there any patient consequence? No, these products were offered for sale by the trader in the market and was obtained during investigations in (B)(6). How was the product purchased? Through our proactive investigation, hernia products are sold by wholesalers in the market. Is there an indication of how the product was distributed? Sold by the trader in the market is there any indication of the source? No indication at the moment. Based on the packaging, is there any indication of which the original genuine product may have come from? No indication at the moment. Photo analysis summary: thirty-seven photographs were submitted to ethicon for evaluation and upon visual inspection, the prolene mesh product was observed, the samples observed in the images did not accordance the process specifications and the products were not manufactured by ethicon, the counterfeit and product deviation are confirmed as the ethicon product was not distributed by an authorized affiliate. Also, the qr barcode was scanner readable with a result of h215pmm32/$$0119hdp8660, the digits do not match the lot number. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation could not be completed as batch fwh805 is invalid for san lorenzo. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned related events captured via 2210968-2023-02788.